Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The literature article ¿posterior approach total hip arthroplasty utilizing a monoblock dual-mobility construct without posterior hip precautions: a serious of 580 hips with one dislocation¿ by joseph t gibian, md, thomas s. Hong, md and ryan nunley, md accepted to be published on 9 mar 2023 was reviewed by a clinician for adverse events. The purpose of the study was to describe a mini-posterior approach with a monoblock dual-mobility implant without ¿traditional posterior hip precautions.¿ all patients received a monoblock press-fit bi-mentum acetabular component and polyethylene liner (depuy synthes, raynham, ma) and a biolox delta ceramic head (exatech, gainesville, fl). Femoral components were the actis tripled tapered stem (depuy synthes, raynham, ma) in 555 hips, the emphasys dual tapered stem (depuy synthes, raynham, ma) in 12 hips, and in 3 or fewer hips each: the wagner cylindrical splined stem (competitor), corail (depuy synthes), reclaim (depuy synthes, raynham, ma), and summit (depuy synthes, raynham, ma) in patients who have abnormal preoperative femoral anatomy. The following adverse events were identified: seven patients required reoperations: one dislocation, four periprosthetic femur fractures, and two prosthetic joint infections. The only patient who sustained a dislocation was a 64-year-old man who had a history of work-related cervical and lumbar spinal cord injury who previously underwent multiple cervical spinal procedures with bilateral lower extremity weakness. He presented on postoperative day 54 with a dislocation which occurred while being aggressively transferred in his bed at his facility. During attempted closed reduction in the operating room, the dual-mobility construct dissociated. While preparing for an open procedure, the patient decompensated, and the procedure was aborted. Successful open reduction was achieved two days later. The hip was stable at the end of the procedure. The patient fell six weeks after this revision procedure and sustained a second dislocation event. He underwent open reduction after failed closed reduction. At his two-year postoperative visit, he reported that he was doing well without any additional episodes of dislocation.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.